Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy due to the ipg being depleted. As a result, surgical intervention may take place in the future.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Correction: device/method/results/conclusion codes updated to reflect failure to charge. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates the patient did not charge their ipg as recommended which resulted in the ipg becoming inoperable.

Event description:
Additional information indicates the system was explanted and replaced to address the issue.